Manufacturer narrative:
The report of ¿auto-reducing¿ was not confirmed. Analysis of the returned ipg found it had no physical anomalies, the returned ipg communicated with all lab utilities, and it passed all functional testing. No anomalies were identified that would have existed prior to explant that would have contributed to the alleged complaint.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient's system was auto-reducing. The physician found the ipg had blood in the ports. The ipg was replaced to address the issue. Therapy was restored.